Event description:
The reporter stated that reporter did meter to lab comparison tests, 1.5 hours apart. It was not reported whether the tests were done in a fasting or fed state. The reading was 114 mg/dl on reporter's meter, and the lab result was 160 mg/dl. Reporter did not have any symptoms. No harm was alleged. Follow up attempts to reach the reporter for further info have been unsuccessful.